Event description:
It was reported that this right ventricular (rv) shock lead had exhibited an increase in shock impedance measurements, with high out of range measurements recently exhibited. Technical services (ts) was consulted and noted possible reasons for this issue. This rv lead remains in service. No adverse patient effects were reported.